Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
The field representative followed up with the clinic and no high out of range shock impedance measurements were found during the review. It was noted that the out of range impedance measurements were recorded the day after the device was explanted for an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d). The patient will be monitored and no out of range impedance measurements have been recorded with the replacement device. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was received for high out of range shock impedance measurements for the right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.